Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Went to remove tampon and couldn't find the string [foreign body in reproductive tract]. Tampon was put in applicator upside down [device physical property issue]. Went to remove tampon, couldn't find the string... Had to go in vagina to grab hold of the tampon to remove it [complication of device removal]. Consumer sent e-mail stating she could not find the string when she went to remove the tampon. She found that the cotton tampon itself had been put in the applicator upside down. No serious injury was reported.